Event description:
It was reported that a user experienced a brief dexcom g7 sensor issue resulting in erroneous low and urgent low soon alerts that then cleared when the sensor resumed and the alert history entry was no longer visible; the user had replaced the g7 earlier for inaccurate glucose readings and also reported signal loss to the ilet. Symptoms included perceived low glucose alerts. Outcomes included user concern and temporary interruption of continuous glucose information to the ilet. Investigation included customer troubleshooting and education. Investigation of this case revealed transient sensor performance concerns and intermittent communication loss between the g7 and the ilet, with the issue resolving spontaneously once the sensor resumed. It was concluded, based on previously established findings for similar reports, that the cause was a temporary signal/communication interruption and transient sensor inaccuracy.